Event description:
Removed IV; IV catheter tip missing from IV hub. There is a thin tubular radiodensity seen projecting within the subcutaneous tissues of the proximal forearm, volar aspect, near the antecubital fossa. This may represent related tubing from prior IV catheter. Device removed surgically from right forearm using c-arm fluoroscopy (B)(6) 2017.